Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer recently underwent surgery for a broken collarbone, which was not related to the pump. The event involved product(s) mmt-1884,mmt-332a,mmt-396a. Upon returning home, resumed use of the insulin pump but experienced persistent high blood glucose, which increased from 320 mg/dl to 549 mg/dl despite administering boluses and changing the infusion set. Troubleshooting was performed. The customer using the insulin pump system within 48 hours of reported event. There is no mention of the auto mode feature at the time of the event. The high blood glucose event is currently ongoing. The customer had discontinued use of the pump during his hospital stay for surgery and resumed usage upon returning home; the discontinuation was not due to a pump or product issue. The customer feels able to troubleshoot and was advised on the high blood glucose rule. No product return is required for mmt-1884,mmt-332a,mmt-396a.